Event description:
It was reported that pump experienced malfunction after pump had previously shut down when customer forgot to charge it and left it plugged in for an extended period of time. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.